Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was inspected and found to have no frayed or broken cables. No product issue related to the customer-reported complaint was identified. Additional observations not reported by the site: the instrument was found to have an idler pulley broken at the distal end. The missing piece measures approximately 0.032" x 0.118". The missing piece was not returned. The instrument was found to have an input disk broken. Input disk #5 was found completely detached from the base of the housing.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the permanent cautery hook (pch) had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer reported that the instrument had a broken cable during a pancreatoduodenectomy procedure. There was no patient injury and no fragment fell inside the patient. The procedure was completed with a backup instrument of the same kind. There were no procedure delays.

Manufacturer narrative:
The permanent cautery hook has been returned and afa was completed by the failure analysis team on (B)(6) 2023. Initial failure analysis was confirmed during advanced failure analysis (afa). The instrument had a broken distal pulley, and it was additionally observed that the distal clevis and proximal clevis had scratch marks and abrasions.